Event description:
Front part of double brush broke off [device breakage] no adverse event [no adverse event]. Case description: a consumer reported that while his wife was using an oral-b rechargeable toothbrush, version unknown with an oral-b brushheads, version unknown, the front part of double brush broke off and went deep down her throat. They had the front part break off of three double brushes. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.